Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was not reported. It was reported that four days post index repair the patient presented with a rupture due to a type ia endoleak. Per the physician's statement what contributed to the type ia endoleak was excessive calcification in the aortic neck. The physician converted the patient to open repair and explanted all the stent grafts due to the rupture. No additional clinical sequelae were reported and the patient is doing fine.